Manufacturer narrative:
Submit date: 08/02/2016. A device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance reports related to the reported issue for the involved lot. No changes were identified that may impact the product/process related to the reported condition during a period of six months prior to manufacturing date. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed; one picture showed a guide wire inside or attached to the introducer needle in the hands of the customer, in this photo it was not observed if the guide wire could be put in or pulled out of the needle, only that the guide wire was attached to the introducer needle. Additionally, it was observed that one point of the surface of the guide wire was bent and the devices were out of the package. The reported condition was not confirmed, during evaluation this photo. The most probable cause is related to an inappropriate manipulation by the user. No complaint triggers or trends were identified, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 07/07/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states the guide wire could not be put in nor pulled out.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. The DHR review indicated that there was no quality issues associated with this defect mode. All dhrs are reviewed for accuracy previous to releasing the product lot. Sample was received at plant for evaluation; it consisted of one guide wire. The sample presented signs of use (remains of blood). The guide wire came inside a plastic bag. Visual inspection was performed and it was observed that the guide wire was attached and stuck into the introducer needle. The guide wire was received stretched and kinked on different points. As part of the evaluation, the guide wire was separated from the introducer needle with manual force and it was observed that the guide had remains of organic tissue (likely blood or skin) which prevented the easily separation. After this, the guide wire was passed through the introducer needle; and as result the guide passed easily through the needle. Dimensional testing was performed. Dimensions of the guide wire and needle were within specifications. A defect in the device was not confirmed, however, during the sample evaluation the reported condition (guide wire stuck) was confirmed, since, initially, the guide wire was not able to move in or out of the introducer needle. The remains of tissue found on the guide wire explain this condition. The most probable cause is related to needle obstruction with a piece of tissue during guide wire insertion procedure. The guide wire is inserted into the tunnel during use and its flexible characteristic is part of the component design. Due to visual condition in which the guide wire was received evidenced that this component was taken out from the plastic cover (dispenser) and it was manipulated by the user. Evidence indicated that this defect could not be related to the manufacturing process. No complaints triggers or trends were identified. No harm was reported for this complaint. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.